Event description:
It was reported that after wiping the gui (graphic user interface) during patient use, the quick access keys on the gui display screen were unresponsive to touch. The ventilator continued to ventilate patient but required exchange of ventilator. During the exchange of the ventilator, the patient remained stable. Due to hospital policy, no patient information will be provided to manufacturer.